Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator. The customer returned the loaner device. While performing routine service prior to return to the loaner pool, factory service found a secondary finding of "the unit failed to power on during service". This error would render the device unavailable to deliver therapy. Investigation determined that the cause of the malfunction was due to a cracked solder joint on a chip on the main board. The board was repaired to restore device operation. After repair and routine updates and maintenance, the device subsequently passed all acceptance testing and was returned to the welch allyn service loaner pool.

Event description:
The unit originally came back as a loaner return but secondary findings showed the unit failed to power on during service.